Event description:
The customer reported handle problems and can't pass the self test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported handle problems and can't pass the self test. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.